Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 200mg/dl. Reportedly, the pump is worn against the customer's skin. System check was performed and the pump performed as intended. The customer changed all of their pump supplies and successfully resumed insulin delivery without any additional occlusion alarms declaring.